Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. After unspecified lengths of time in use, it was reported that the liners cracked at unspecified locations and a loss of suction was noted. The liners were replaced and the suction was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. (B) (4). (B) (4)